Manufacturer narrative:
Product ID *unkn-ld, serial# unknown, implanted: 2010-(B)(6), product ID *unkn-ld, serial# unknown, implanted: 2010-(B)(6), product ID *unkn-ld, serial# unknown, implanted: 2010-(B)(6), product type. (B)(4).

Event description:
Additional information received reported that the patient had coupling issues between the ins and the recharger unit. It was noted that the patient had tried to recharge the ins about 4-5 months ago but could not read the device with the recharger and had not used the ins in "months". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had no stimulation sensation. A loss of therapeutic effect was reported. The patient had telemetry issues with the device. An overdischarge was suspected. The patient had troubles with the implantable neurostimulator (ins) for a year. The last successful recharging session was 6-12 months ago. The patient stated that the device was not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2010. Product type: recharger. (B)(4).